Manufacturer narrative:
(B)(4). Additional information requested: what were the indications for surgery? Were there any stapling issues in the first firing? Were any clips used in the surgical procedure? What structure was device fired on in first firing? Second firing? Can the surgeon confirm that the entire compressed width of vessel was proximal to the cut line? Can it be confirmed that there was no extraneous tissue within the jaws past the cut line? Was there any tension on the vessel during firing sequence? Were any staples visible in the surgical field? What is the current patient status? Additional information received: they fired the pve35a on the pulmonary artery. It appeared sealed, however the staples were not visible. They fired a second reload on the remaining area. Once again, it appeared sealed but no staples were visible. They noticed a small piece on the line that was not completely closed. They opened a clip applier to use on the unsealed spot. When the applier simply touched that spot the artery opened and began bleeding. The clip applier was never fired. The patient's pulse stopped at one point while they worked to get him under control. The patient did have a full recovery and is doing fine now. Intra-operative photos were received. Photo one and two shows the bottom and the front view of the two reloads, the reloads seem to be fully fired as most of the drivers are visible, and the sled can be seen at the top of the reload which is also an indication of a fully fired cartridge. Based on the photos alone, the event description cannot be confirmed as the reload appears to be in good condition, fully fired and with no indications of damage. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported the doctor was performing a lobectomy and on the second firing of the endocutter across the pulmonary artery, the device cut but didn't deploy staples. The vessel retracted and the patient started losing blood. Four units of rvc, three units of plasma, one unit of platelets and a self- saver was used to stabilize the patient. The procedure was ongoing at the time of the call.

Manufacturer narrative:
(B)(4). Batch # m5657l. The analysis found that one pve35a device was returned in good visual condition and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.